Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two samples were available for evaluation. Visual inspection noted each loading unit was fully fired. The anvils of each loading unit were bowed, and the knife bar assemblies were buckled. Functional testing of the loading units found no abnormalities. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was fired over tissue that is beyond the recommended thickness range or fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the staple in the pulmonary tissue in a laparoscopic bullectomy, the surgeon was ready to squeeze the handle, but he could not squeeze it. After several times of trying to do it, the surgeon changed the reload to a medium thick reload but the same happened. He used another handle with the second reload and tried it with no result. He tried the first reload with the second handle, but still would not fire. A third handle was opened and used with the first reload and was fired. However, the staple was open and the tissue was bleeding. A competitor¿s stapler was used to continue with the procedure. There was no patient injury. Post-operatively, the sales rep tried to fire the medium thick reload but it could not be fired. The sales rep tried with the other unfired reload, however, the firing was hard and rough even though there was nothing between the jaws.